Event description:
It was reported by a non-medical professional that the patient underwent a procedure for l4-s1 anterior fusion where rhbmp-2 was implanted with an interbody cage. Subsequently, the patient was allegedly diagnosed with ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2004, patient underwent following procedure: exploration of anterior arthrodesis l4 to sacrum; removal of anterior interbody instrumentation l4 to sacrum; partial vertebrectomy l4, l5 and s1 with anterior spinal decompression; anterior interbody arthrodesis l4-5 and l5-s1; anterior spinal instrumentation l4 to s1 with a synthes synex vertebral body replacement device augmented with callus (calcium phosphate bone void filler) and rhbmp-2 pre-op and post-op diagnosis: status arthrodesis and segmental instrumentation t3 to sacrum; status vertebral osteomyelitis l4 and l5; failure of anterior segmental spinal instrumentation with lumbar spine instability; l5-s1 foraminal stenosis secondary to instability and segmental collapse as per op notes: ".. Both ends of the synex implant were filled with collagen sponge , which had been dosed with rhbmp-2.. A lateral x-ray confirmed implant position, overall stability and alignment appeared to be satisfactory. No complications were reported and patient was prepared for second part of the procedure.."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.